Event description:
Adverse event(s): "patient experiencing blurred vision" (blurred vision); "myopic surprise" (postoperative refraction, unexpected). Product problem(s): "none reported" (no information [iol (intraocular lens implanted]). An operating room supervisor reported an intraocular lens (iol) was exchanged, due to the pt experiencing blurry vision. The iol was exchanged for the same model, different power iol. A technician reported the patient had a myopic surprise. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was bent-gusset area. The optic was torn/split/cracked into two pieces (possibly cut) and one of the optic halves was torn/split/cracked on the post of the lens case. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage was not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 03/08/2010, 03/09/2010, 03/12/2010, 03/23/2010 and 03/29/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4)